Event description:
I was using efferdent denture overnight cleaner to soak my dental appliance. I had been experiencing bouts of diarrhea and vomiting over a period of time. On (B)(6) 2024 I became very ill and experienced intense diarrhea for several days. I was evaluated on (B)(6) 2024 at my physician's office by a nurse practitioner. A stool sample was submitted for examination. The results were negative. Since discontinuing use of the efferdent dental cleaners I have not had any more health problems. The product contains persulfate which I believe caused an allergic response. Before the onset of diarrhea I experienced a significant sinus reaction.

Event description:
Additional information received on 26-jun-2024, for mw5153350. Correcting procode information.

Event description:
I was using efferdent denture overnight cleaner to soak my dental appliance. I had been experiencing bouts of diarrhea and vomiting over a period of time. On (B)(6) 2024 I became very ill and experienced intense diarrhea for several days. I was evaluated on (B)(6) 2024 at my physician's office by a nurse practitioner. A stool sample was submitted for examination. The results were negative. Since discontinuing use of the efferdent dental cleaners I have not had any more health problems. The product contains persulfate which I believe caused an allergic response. Before the onset of diarrhea I experienced a significant sinus reaction.

Event description:
Additional information received on 26-jun-2024, for mw5153350. Correcting procode information.